Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two resolute onyx coronary drug eluting stents were implanted to treat a moderately calcified and moderately tortuous lesion with 90% stenosis in the proximal, mid and distal right coronary artery. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was predilated. The devices did not pass through previously deployed stents. Resistance was not encountered when advancing the devices. Excessive force was not used. It was also reported that, approximately 10 months after the procedure, the patient presented chest pain. The patient underwent an angiogram and upon observation the stent strut was noted to be ruptured/deformed. The patient is alive with no injury.

Manufacturer narrative:
Additional information received: 4 resolute onyx des (ronyx27538x x 2, ronyx30038x and ronyx30030x) were implanted during the initial procedure. The patient experienced chest pain approximately 11 months after the procedure and was treated with a resolute onyx stent stent ronyx25018x where the previous stent had ruptured/ deformed. The patient was also treated with medication and the patient appeared normal. The patient was taking aspirin and ticagrelor at the time of the event. The physician assessed the chest pain as directly related to the relevant device, and it is not believed that the stent was deformed due to in-stent stenosis or another morphology aspect. No further injury was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine images were provided to medtronic for review. Image confirms presence of stenosis and diffuse disease throughout the proximal, mid and distal rca. Guidewire can be observed advancing through the rca. Delivery and deployment of four stents can be observed in the proximal, mid and distal rca. Following deployment narrowing can be observed at the distal end of the deployed stent at the ostium of the bifurcation as the distal end of the stent is deployed in a branch of a lower diameter than the main vessel. Further attempts to post-dilate the distal portion of the distal stent can be observed. Improved blood flow can be observed in the rca. Images confirm stent deformation. An 8 second video was received. Video appears to have depict a computer screen. It is not known if this video is of the index procedure of the follow-on angiogram 11 months later. Video is unclear but appears to depict narrowing and possible thrombotic occlusion of the distal rca. Thrombotic occlusion appears to be located inside the deformed stent. Two still images were also received for review. First image appears to be photo of a video screen. A 2d image of a stent can be seen on the screen. The stent appears to be narrowed at one end of the stent, which is circled. Second image appears to be a closeup photo of a video screen. A 2d image of a stent can be seen on the screen. The stent appears to be narrowed at one end of the stent. Deformation can be observed to the stent at the narrow point. Section g: all manufacturers contact updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.